Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx coronary drug eluting stent was attempted to be used to treat a severely tortuous, severely calcified lesion with 95% stenosis in the distal lad artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent deformation occurred in vivo during positioning. It was assessed that the event was due to the patients anatomy. The procedure was completed with a resolute integrity 4.00mm x 38mm device. The patient was reported to be alive with no injury.